Manufacturer narrative:
This file was originally submitted on 07/16/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Patient called in to report that they are receiving unidentified service error codes. The device was returned for initial evaluation and required extensive device failure root cause investigation before making a determination to file a medical device report. Review of device event log indicated multiple service error code. Returned therapy cable passed safety and eit. Returned batteries passed all test and evaluation. Returned monitor failed isl for reported service error code confirming the reported issue. The reported service error code occurs when the self test detects an issue with the control signal for the capacitor charger in the monitor. It could also be related to the capacitor dump circuit in the monitor. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.